Manufacturer narrative:
Corrected information: the patient was having the catheter revised on (B)(4)2018 not (B)(4)3018 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-apr-2018 and it was reported that the patient¿s case was cancelled due to the patient¿s health and it would be rescheduled but it had not been rescheduled yet. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. It was reported that the patient had spinal surgery and the intrathecal catheter was cut. The patient was having the catheter revised on (B)(6) 2018. It was reported that it was unknown if any diagnostics or troubleshooting was performed. The issue was not resolved at the time of the report and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient status was noted as alive no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 07-nov-2017 the patient had an l3-s1 fusion at which time the spinal catheter was inadvertently pulled from the intrathecal space. In regards to the status of the devices it was indicated that the healthcare provider planned to insert a new catheter and connect to the existing it pump catheter at the anchor site to re-establish therapy. No further complications were reported.